Manufacturer narrative:
(B)(4). The driver was returned for evaluation. Approximately ~3mm of tip has been broken off, consistent with interface during usage. Fracture surface analysis reveals a fairly flat, brittle fracture surface and circular material flow, consistent with torsional overload. Additionally, plastic deformation is seen just below fracture surface, also consistent with overload. Device history records for these lots were reviewed. No documentation was found that would indicate a nonconformance to specification.

Event description:
It was reported that the patient underwent a posterior spinal fusion. It was reported that the tip of the driver broke while breaking off a set screw. The tip was retrieved from the patient. No patient complications were reported.